Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the surgeon found small bubbles effused into the eye from infusion cannula during a procedure. The surgeon removed the air bubbles from the eye and the surgery was completed. There was no harm to the patient. The product sample was not retained. The nurse indicated the connection between green knob and infusion tubing was fixed tightly prior to the procedure. It is suspected the air bubbles were caused by the loosen green knob on infusion tubing during priming. They thought there was a gap between green knob and infusion tubing which allowed the air diffused inside the tubing during the procedure. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The customer did not retain a product sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause or determine a failure mode for the device. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).